Event description:
On (B)(6) 2012, a physician reported that this patient had a problem with his vns lead. The lead appeared to have come through the skin in the neck and seemed to be infected. The physician believed that the patient was getting some antibiotics. On (B)(6) 2012, the physician reported that he had seen the patient and arranged to try and place the lead beneath the skin. If this did not work, the lead would be replaced. The surgeon noted that vns seemed to work very well for the patient. On (B)(6) 2012, the patient's physician indicated that the lead had partially extruded through the skin in the anterior part of the neck towards the midline, several centimetres below the previous neck scar. The site had been variably swollen for some time. The patient was seen by the surgeon on (B)(6) 2012, admitted, put on intravenous antibiotics, and underwent surgery on (B)(6) 2012. The surgeon found quite a length of the lead that had coiled up and appeared to have broken/eroded through the neck anteriorly. The surgeon re-positioned and anchored the lead with vicryl, but did not interfere with the electrode placement on the nerve. The lead was not replaced. The operative field and lead were irrigated with antibiotic solution, the extrusion site was closed, and the patient was given a further course of antibiotics for one week. It is unknown if wound swab/cultures were taken. The patient was seen on (B)(6) 2012. The wounds were noted to be okay while the skin was still a little reddened and swollen. The device was working normally. The lead impedance was 1366 ohms. A review of device history records showed that the generator was sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.